Event description:
On (B)(6) 2010, the pt reported that on (B)(6) 2010 she rec'd some e4 (occlusion) errors on her insulin infusion device. She stated she called her trainer who advised her to change her insulin infusion headset. She did so and discovered the cannula was bent. She rec'd no further errors. She discarded the infusion set at issue. Her device adapter has never been changed and she was advised to change the adapter every 10th cartridge change. Courtesy adapters and infusion sets were sent to the pt. No blood glucose concerns related to this issue were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. No product will be returned for eval.

Manufacturer narrative:
No product will be returned for eval.